Event description:
An olympus employee reported that there were water droplets in the light guide lens of the loaner device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the adhesive on the illumination lens was peeled off and there was a gap. This report is being submitted for the malfunction found during evaluation (peeled adhesive/gap). There was no effect on the patient due to the event.

Manufacturer narrative:
During inspection and testing, the adhesive on the illumination lens was peeled off and there was a gap due to handling. The report of water droplets in the lens was not confirmed. In addition, there was insufficient light from the light guide lens due to decreased output from the light guide bundle, angulation was insufficient due to elongation of the angle wire, the play in the angulation knob was out of specification due to elongation of the angle wire, the adhesive on the bending section cover was missing due to deterioration, there were scratches on multiple parts of the device, there were white marks in the image due to pixel error, there was dirt on the control section and scope connector that was difficult to remove due to insufficient cleaning, and the suction cylinder was scraped due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. It is recommended that the user facility receive instruction/reinstruction on the method of handling of the device regarding usage environment, etc. Olympus will continue to monitor field performance for this device.